Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen failed calibration. There was no patient involvement.

Manufacturer narrative:
Please note this submission is follow up number 1. B.4: (B)(6) 2018. G.4: 31may2018. Additional information: b.3: (estimated date) 29dec2017; d.4: added UDI; h.10: no parts were returned for evaluation, therefore a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
No new information has been received, and no parts were returned for failure investigation. When a part is returned or when information becomes available, a supplemental report will be submitted.